Event description:
It was reported by the affiliate that during a colon resection procedure, the device stopped working. When attemtping activated the device outside the operation field, a piece of the active blade broke off. There were no adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.